Event description:
It was reported that 3 bd maxguard¿ pressure rated extension sets with y-site(s) were blocked during the intravenous infusion. The following information was provided by the initial reporter: "we have a new IV extension set on our unit, bd maxguard pressure rated extension set mx5301 (lot: 22099253). We have had three nurses complain that it wouldn't bolus the maintenance IV fluid ether on or off the pump. On labor and delivery, we bolus intravenous fluids (ivfs) on most patients and need this to work. One nurse connected her pitocin to the main connection and the lr to the piggyback port in order to have the lr bolus. She labeled her lines well since pitocin is a high risk medication for laboring moms. But we worry that there could be mistakes made if the lr isn't in the "main connection". We are also concerned that we can't trust we can bolus ivf when we need to. Some nurses have not had problems with ivf bolus rates with these extension sets".

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch#: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that there was fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for model mx5301 lot number 22099253 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 3 bd maxguard¿ pressure rated extension sets with y-site(s) were blocked during the intravenous infusion. The following information was provided by the initial reporter: "we have a new IV extension set on our unit ¿ bd maxguard pressure rated extension set mx5301 (lot 22099253). We have had three nurses complain that it wouldn't bolus the maintenance IV fluid ether on or off the pump. On labor and delivery, we bolus intravenous fluids (ivfs) on most patients and need this to work. One nurse connected her pitocin to the main connection and the lr to the piggyback port in order to have the lr bolus. She labeled her lines well since pitocin is a high risk medication for laboring moms. But we worry that there could be mistakes made if the lr isn't in the "main connection". We are also concerned that we can't trust we can bolus ivf when we need to. Some nurses have not had problems with ivf bolus rates with these extension sets."